Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there were missing parts on the handle and third party insulation issues.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The following repair diagnostic codes were identified: broken/fractured handle. This does confirm the alleged failure mode of [missing piece on handle]. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Use error. Shear pin failure in handle. (Proximal end of device).

Event description:
It was reported that there were missing parts on the handle and third party insulation issues.